Event description:
It was reported, the customer's cannula was kinked. The customer also stated their act button was not responsive and the battery icon was fluctuating. The customer also reported dripping around their infusion set. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
All the buttons functioned properly and no stuck buttons or moisture damage on keypad traces noted. Keypad connector (j2) on lcd board was fully locked. No moisture damage found inside reservoir compartment or motor noted. Unit had minor scratched lcd window. No unexpected low reservoir alarm noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. No battery icon fluctuating noted.